Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported the patient crossed his legs and felt pain about a month ago. It was determined that the post of the insert had fractured and a right knee revision surgery was performed to exchange the insert.